Event description:
A 1.5. Mm x 12 mm sprinter rx dilatation balloon catheter was inserted to pre-dilate a left marginal lesion. Vessel morphology was reported to be severely calcified with 80-90% stenosis. It was reported that another MFR's balloon was attempted; however, it was unable to cross. It was reported that the sprinter balloon was advanced to the intended lesion site and inflated 3 times at 15 atmospheres. After dilatation the balloon catheter was removed; upon removal it was noted that the distal part of the balloon remained stuck in the stenosis. The patient was sent to emergency CABG plus endarterectomy and balloon removal. The pt is reported to be fine. Evaluation summary: medtronic has received the device and its analysis has been completed. The mid and distal portion of the balloon had detached and was not returned. The inner lumen distal to the attach tip bond was stretched. The tip seal bond and the distal tip had detached. The tip attached bond was stretched. There was a clear crimp impression of the marker band on the inner lumen. Part of the balloon and the device tip were detached and not returned for evaluation. There was material noted to be lifting on the inner lumen, indicating that an object either the marker band or calcium may have been forced into the lumen of the device during the procedure causing the damage as seen. From evaluation of the returned device it appears that during the procedure the balloon was inflated to 15 atm (3 atm above rbp) and subsequently the balloon ruptured with a radial burst. The balloon/distal section of the device was caught in the lesion and during removal the marker band and distal section of the balloon detached from the device distal to the tip attached bond. Evaluation of the remaining section of the balloon that was returned showed no indication of damage that could have resulted in the radial burst. The cd failed to show the reported detachment; however, an image of an inflated balloon at the lesion site was visible with the balloon conforming unevenly to the lesion wall most likely due to the pt morphology present. Additional info received confirmed that no issues were noted, when deflating the balloon each time. The event description states that the balloon was inflated to 15 atms; the rated burst pressure for a product of this size is 12atms indicating that the device was over inflated during the procedure.

Manufacturer narrative:
Conclusion: (severe calcification with 80-90% stenosis).